Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device evaluation has not been completed by the manufacturer. At this time, we are unable to confirm the component required to correct the issue. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a service required alarm condition occurred. The device evaluation had not yet been completed. The device was evaluated and the reported alarm was not duplicated. During the evaluation, a pressure sensor abnormality was observed. It was believed the pressure delivered was higher than designed during testing. The unit was returned to the customer unrepaired.